Manufacturer narrative:
Result: damaged siderail panels. Damaged motion interrupt pan.

Event description:
It was reported by svc report that the motion interrupt pan was damaged, and the siderail panels were cracked. It is unk if there was pt involvement or adverse consequences to report.